Event description:
It was reported that the ICU staff noticed the patient was having difficulty breathing and the ventilator readings were &quot;not stable&quot;. The attending physician was called for assistance and he isolated the patient&#39;s breathing difficulties to the endotracheal tube (ett). The physician removed the ett and replaced it with another and it was noted that the removed ett&#39;s cuff was leaking air. This ett had been in the patient for a &quot;couple days&quot;. There is no report of whether the cuff on the affected ett had been tested prior to use. There are no reported patient anomalies. There was no patient harm associated with the use of this product. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).the customer reported that no product will be returned for evaluation.